Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm message indicating a software task error and positive end expiratory pressure (peep) blower failure. The message results in an audible alarm that notifies the pt and caregiver. There was no pt harm or injury reported as a result of this incident. MFR ref report no.: 3004604967-2015-00035.